Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to oversensing. Inappropriate mode switching was noted due to ra lead noise. The patient was symptomatic to this, feeling palpitations. The patient tolerated the procedure well and did fine during and after the procedure.